Manufacturer narrative:
Investigation: a potential false positive serratia marcescens result on the biofire bcid2 panel was reported after testing a patient blood culture sample on an unknown date. S. Marcescens was not recovered from culture. It is unknown if the patient was impacted due to the biofire bcid2 panel result. No serious injury or death was reported. Conclusion: the investigation determined that the most likely cause of the discrepant s. Marcescens result was the presence of non-viable organism/nucleic acid in the blood culture media bottle. Similar events were recently observed in the field with the combination of the biofire bcid2 panel and specific lots of bact/alert® culture media bottles. While blood culture vials are autoclaved and routinely quality controlled for sterility, non-viable organisms or nucleic acids can remain in the blood culture media after the sterilization process. The presence of non-viable organisms and nucleic acid does not compromise the intended use of blood culture media, culturing viable microorganisms; however, the biofire bcid2 panel does not distinguish between nucleic acid from viable or non-viable organisms. The "laboratory precaution" and "limitation" sections of the biofire bcid2 panel instructions for use (IFU) (www.online-IFU.com/iti0048) outlines the potential for false positive detections during molecular testing with sterile blood culture media containing detectable levels of non-viable organisms and/or nucleic acid. Importantly, results from the biofire bcid2 panel are intended to be correlated with the clinical history, epidemiological data, and other data available to the clinician evaluating the patient. All identification results provided by the biofire bcid2 panel are intended to be interpreted in conjunction with gram stain results. Clinical performance: according to table 33. Biofire bcid2 panel clinical performance summary, enterobacterales of the biofire bcid2 panel IFU, the performance claim for the s. Marcescens assay compared to standard manual and automated microbiological/biochemical identification methods showed an overall sensitivity of 100% (95% ci 87.5-100%) and an overall specificity of 100% (95% ci 99.7-100%).

Event description:
Summary: tecno diagnostica s.a. (San jose, costa rica) reported a potential false positive serratia marcescens result on the biofire blood culture identification 2 (bcid2) panel after testing a patient blood culture sample. It is unknown if the patient was impacted due to the biofire bcid2 panel result. The customer reported 15 total patients were impacted and this MDR is being submitted for patient 3 of 15. The investigation determined that the most likely cause of the discrepant s. Marcescens result was the presence of non-viable organism/nucleic acid in the blood culture media bottle.